Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that she had to go to the hospital roughly 4 times within the past 3-4 years due to low blood sugars. Customer declined a transfer to the 24 hour helpline because she stated that her doctor is aware and helping her adjust her basal settings.